Event description:
It was reported that the patient received an inappropriate shock. Review of the egm revealed noise on both the atrial and ventricular channels. Gradual decline in hv lead impedances were also observed. The device was disabled. Patient is scheduled for another follow-up, and a decision will be made at that time as to what will done.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped. The patient received no complications from the procedure.